Event description:
It was reported that when using the bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin, four (4) tubes were leaking when the tubes were inverted. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The manufacturing location for this product is sekisui. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. E.1: initial reporter facility name: (B)(6) a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.